Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient complained of pain in leg, and got up from bed and walked and the lps stem snapped.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the reported fracture. The device fractured due to low-stress, high cycle fatigue. There were no inclusions or other material defects observed that could have contributed to crack initiation or propagation. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the low-stress, high cycle fatigue. No evidence was found indicating product error was a contributing factor the fractured device and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.